Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile fault). A us distributor reported that a patient's monitor displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed testing and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile fault).